Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48 mm diameter abdominal aortic aneurysm and iliac artery aneurysm. It was reported that the internal iliac was embolized with another manufacturer¿s occluder before the endurant stent graft was implanted. The patient came in for the 30 day follow up and the scan revealed almost complete aaa thrombosis and two lumbar arteries were still patent. It was reported that the patient presented 12 days later to an ER with fever and chills. Another scan was done and revealed an area of infection or an abscess. The patient was transferred from the original facility to another facility for further treatment. The physician stated that the area of concern is with the other manufacturer¿s occluder plug. The physician decided to explant the other manufacturer¿s occluder plug due to the infection. The endurant iliac limb was partial explanted and the iliac artery was ligated on the right side, then a fem-fem bypass was done to perfuse both iliac arteries. Per the physician, the other manufacturer¿s occluder device and the endurant iliac limb were both sent out for analysis and the results came back as the other manufacturer¿s occluder device was positive for infection and the endurant iliac limb was negative for infection, therefore the physician stated that the infection was related to the other manufacturer¿s occluder device. No additional clinical sequelae were reported and the patient is fine.